Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a battery out limit alarm after changing the battery. The customer¿s blood glucose was 271 mg/dl. She said that she needed to program the time and date on the pump. During the troubleshooting, the customer stated that the batteries were out of pump longer than what is allowed for the pump. Customer was advised that this is normal pump behavior. A battery cap will be sent out to her because hers is stripped. After completing troubleshooting for low battery alert, customer received a failed battery test alarm. Customer was not able to clear alarm. She declined troubleshooting for her high blood glucose and treated by taking a bolus through the pump. Customer was advised that insulin pump would need to be replaced. The pump will not be returned for analysis.